Event description:
It was reported that patients lead had migrated. The patient underwent a lead replacement procedure and was doing well post operatively. The explanted will not be return as it was kept at the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: (B)(4). Model: sc-2218-50 (B)(6).